Event description:
It was reported that during central processing, the permanent cautery spatula had a loose insulation near the spatula head. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex g - component desc 1 updated from g04075 - insulation to g04115 - sleeve annex d - conclusion desc 1 updated from d11 - cause traced to user to d03 - cause traced to manufacturing intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have the ceramic sleeve dislodged from its normal position on the yaw pulley. Ceramic sleeve does not have missing material. There was minimal silicone adhesive on the yaw pulley and inside the ceramic sleeve. The complaint regarding loose insulation near the spatula base was confirmed by failure analysis.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a dislodged cautery spatula insulator on the grip tip. The tip grip base with the dislodged cautery spatula insulator does not appear to be bent. The complaint regarding loose insulation near the spatula base was confirmed by failure analysis. Common causes of dislodged cautery spatula insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
Refer to h11 for follow-up information.